Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'exp flow sensor fail'. Mechanical ventilation would not have been available. There was no report of patient involvement.